Manufacturer narrative:
The 2mm x 40mm sub-olive pin is provided to customers within a sterile kit (sk-12) and marked single use. The UDI referenced is for the sterile kit, sk-12, that the product is distributed within. The device was not returned to the manufacturer for evaluation as it was discarded. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the company representative. The sub-olive wire is manufactured with implant grade material. The root cause of the sub-olive wire breaking is most likely a result of direct contact between the sub-olive wire and another pin during the case within the patient's bone, which caused the sub-olive wire to break. The surgeon chose not to attempt to remove the tip of the broken wire and it remains implanted. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate. Device was discarded.

Event description:
A surgeon reported on (B)(6) 2016 that during the 1st tmt fusion procedure on (B)(6) 2016, the tip of a 2mm x 40 mm sub-olive wire (1405-2015) came into contact with a pin already placed in the bone. This caused the sub-olive wire (1405-2015) tip to bend and subsequently break. The surgeon determined that trying to remove the broken piece would result in unnecessary trauma, so he chose not to remove the tip of the olive wire and it remains implanted. Another sub-olive wire provided with the kit was used to complete the procedure.